Manufacturer narrative:
Per sales associate, the customer went to system tab to check battery charge but it was zero. By the end of their conversation, it was charging at 4%. The unit has not been used for approximately eight days.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there was a red battery symbol when the unit was turned on. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per the manufacturer's technical support specialist, the user facility was unaware of the unit needing to be turned on to charge. They have been given further instruction on how to properly charge the unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) stated that the user facility recharged the unit resolving the issue.